Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported wouldn¿t vacuum during a vitrectomy procedure. The procedure was completed after the product was replaced. Additional information received from the company representative who indicated there was no patient harm.

Event description:
Upon further review of the reported description following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The product was confirmed to be a vitrectomy cutter which could not vacuum during the surgery.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).